Event description:
It was reported that a 980 ventilator had a blank display.the ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was able to duplicate the reported issue. The se replaced the display. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Product analysis: a graphic user interface (gui) light emitting diode (led) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, the gui printed circuit board (pcb) was found to have thermal damage to a component and a short circuit condition. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component in the gui pcb. If information is provided in the future, a supplemental report will be issued.